Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). The patient underwent surgery and a large capsule around the cuff and urethra was observed, the cuff started to erode causing recurring incontinence. In addition, the pump had a slow backfill upon pumping. Therefore, the pump and cuff were removed and replaced. The cuff was downsized from 4.0 cm to 3.5 cm. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.